Event description:
Spontaneous. Pt stating that she received a faulty cassette in today's shipment so had to use another cassette today. Have one more left to use on thursday (patient will receive her next weekly shipment on thursday) so patient will not need to use emergency kit. No additional information or dates known. All known information is contained on this form. If any additional information is received it will be provided on a separate report lot number not provided. Cassette not available for return. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining?yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.